Event description:
It was reported that when using the bd pyxis¿ es server, multiple reports of orders from epic were not crossing over to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple reports of orders from electronic privacy information center (epic) were not crossing over to pyxis. A technical support specialist found that the server was operating normally but was not receiving messages from electronic privacy information center (epic). Further investigation revealed that nearly 10,000 messages were queued in the carefusion coordination engine (cce) interface awaiting transmission to server, confirmed that index maintenance was running at the time, which contributed to the backlog. By 11:33 am central time, all queued messages had successfully drained from the carefusion coordination engine (cce) interface and been delivered to server, canceled the job run to prevent further contention, verified that all message processing had caught up, and advised that the devices could be removed from critical override. Since the customer excluded the database from their maintenance jobs, no further issues have been reported. The system functioned as intended after the technical support specialist troubleshot the device.